Event description:
It was reported that during an unknown procedure, during the procedure, the active blade of device was broken. The surgeon found it and took it out of patient body then they changed it to the new one to finish the surgery. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.